Event description:
It was reported that a customer¿s pump turned on but the screen remained black, indicating a display issue. There was no reported impact to the customer's blood glucose level. The customer is expected to return the pump, and a replacement pump has been issued.